Event description:
The cuff on the endotracheal tube was reported to be leaking. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary for the investigation results will be provided in a supplemental report.